Event description:
It was reported that cgm displayed error and customer needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and successfully restarted sensor session with error no longer appearing, and no additional information was received regarding further outcomes.